Manufacturer narrative:
The x-ray images received for evaluation show a protege everflex implanted in an av fistula. The third and fourth cell (from the proximal end) exhibit significant elongation. Damage of this nature has been generated by applying enough tensile force during stent deployment to deform the strut geometry. There was no indication that the stent had fractured. Elongation of the stent can cause the struts to appear as though they are intruding into the vessel lumen.

Event description:
This procedure was performed in the av fistula: physician pre-dilated pt's left arm av fistula with a 6mm pta balloon. Pt had a restenosis of a previous angioplasty. Balloon re-coiled. Physician deployed a 8x40 protege everflex stent, noting normal deployment, no resistance, normal wire tracking (no sticking on the wire). Upon deployment, physician noticed that the protege stent was not fully expanded in the center and was concerned about a possible stent fracture. Physician elected to post-dilate the stent with a 8mm pta balloon. The center portion of the stent did not expand. Physician said the appearance possibly indicated fibrous material/resistance.